Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction did not recur after reset. Cts advised the customer to continue using the pump and to call back if the issue happened again, to which the customer agreed.